Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an acl surgery the anchor did not screw completely into the bone and had to be removed. A dedicated punch was used. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-2324bcc-1 batch 15186690 was received for evaluation. Upon visual inspection, it was observed that the implant's geometry had sustained damage at the proximal end, likely due to the force applied to the driver during the process of screwing the bio into the bone. The molded shaft of the driver appeared to be warped, and the eyelet was found to be damaged. The most likely cause of the reported failure is a user error, such as mechanical damage to the device caused by prying/leveraging or excessive bending forces applied during use.